Manufacturer narrative:
Citation: naveh, s. Md. Et al. Electrocardiographic predictors of long-term cardiac pacing dependency following transcatheter aortic valve implantation. Journal of cardiovascular electrophysiology (2017) feb;28(2):216-223 doi 10.1111/jce.13147 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding electrocardiographic predictors of long-term cardiac pacing after the implant of a transcatheter bioprosthetic aortic valve. All data were collected from a single center between 2008 and 2013. The study population included 110 patients, which were implanted with either a corevalve or a non-medtronic transcatheter aortic valve. Serial numbers were not reported. The study population was predominantly female; mean age 80.7 ± 6.51 years. Among all patients adverse events included: myocardial infarction (mi), cerebral vascular accident (cva), cardiac tamponade, blood loss, pericarditis, right bundle branch block (rbbb), left bundle branchblock (lbbb), first degree heart block, complete heart block (chb) and permanent pacemaker implant. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.